Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a single port maryland bipolar forceps instrument did not follow the master's movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer refers to a situation where the master goes to the right and the instrument moves in a different direction (such as down). So the instruments moves but not in the intended direction.